Event description:
During an anterior l5-s1 surgery, the surgeon have broken the tip of the screwdriver with no consequence for the patient and the rest of the surgery. It happened during the second screw insertion in l5. No problem for the last insertion screws with the straight screwdriver. We were informed on (B)(6) 2015 that the fragment of the tip of the screwdriver fall in the patient; but the surgeon take it out easily immediately. The breakage occurred during the insertion of the screw. The surgeon used the straight screwdriver to finish the insertion.